Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure and achieved solid fusion. At an unknown time post-op, the patient underwent a revision for a broken screw. It was reported that the screw broke just under the head. The broken screw was replaced. No further details are known at this time.